Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2012, the patient underwent the following procedure si fusion on left hip joint. The patient was implanted with rhbmp-2/acs. Post-op, the patient experienced new and worsening hip pain as well as weakness on left side that did not have before the surgery. Since the surgery the patient required the assistance of a walker.